Event description:
On (B) (6) 2010, the lay pt contacted lifescan (lfs) (B) (4) alleging that his one touch ultra smart meter read inaccurately high. The medical surveillance specialist (mss) sent follow up questions to lfs (B) (4) and received answers included below. The pt said he takes rapid insulin 3 times per day and he adjusts his insulin dosage based on his blood glucose result. The pt provided info that his blood glucose is tested each time he goes to dialysis. He said he had a blood glucose test in the hosp dialysis department at 8:00 pm on approx feb 1, 2010; the result was 5.7 mmol/l and he was asymptomatic at the time of the test. He said he tested with the lfs product the next morning at 8:00 am after he ate breakfast and obtained a result of 33.3 mmol/l. He said he was feeling fine at that time. He claimed he retested and obtained numerous 33.3 mmol/l readings. He also said he tested his wife, who is non-diabetic, and obtained the reading of 33.3 mmol/l. The pt said he took 6 units of rapid insulin rather than his usual dose of 2 units. Four or five hours later, he felt lazy and tired, which he described as his usual symptoms of low blood glucose. He said he retested and obtained another reading of 33.3 mmol/l and decided to take 4 more units of insulin. He said he did not know how long the symptoms lasted or took to go away because he slept it off. He said he never received treatment with food and/or beverage. The pt's product was replaced. This complaint is reported because the pt alleges that the lfs product read 33.3 mmol/l numerous subsequent time though the pt took insulin between readings and experienced symptoms he described as his usual low blood glucose symptoms. Though the pt denied receiving treatment, it is not clear how long he experienced symptoms or whether his symptoms became worse after he took additional insulin.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.